Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include passing out and loss of awareness. Tests performed include electrocardiogram, brain scan, abdomen scan, and blood work. All test results were reported to have come back with normal results. The patient was treated with juice. The patient was released the same day, after about 3 hours in the emergency room. The pod was removed and discarded, by the physician, in the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s906usqs8fyi2. Hardware: sm-s906u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.